Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was programmed to dual chamber pacing on their implantable pulse generator (ipg) and the patient has felt 'bad' since. Since this programming change, the ipg has not recorded atrial electrograms (egm). Under-sensing on the right atrial (ra) lead. Both the ipg and the ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient has had further device checks. Reprogramming is expected to have occurred.